Manufacturer narrative:
Concomitant medical products: 5076-58 lead, implanted: (B)(6) 2003. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced two instances of pacing pauses where the heart rate was around 40 beats per minute. It was speculated that the cardiac resynchronization therapy pacemaker (crt-p) pacing threshold search may be running during those times because it was noted that the ventricular pacing thresholds were stable. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later determined that the loss of capture was during the execution of capture management so the feature was programmed off.